Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial knee arthroplasty on an unknown date. Subsequently, the patient underwent revision due to a broken tibial plate. Attempts have been made and no further information has been provided.

Event description:
No further event information available at time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; h2; h3; h6; h10. Visual examination of the provided pictures identified a broken tibial part with the confirmed part and lot number and foreign material can be seen on the implant. DHR was reviewed and no discrepancies related to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: nonspecific subtle step-off along the central and medial portion of the tibial plate metallic articular surface. This is suspected to represent the reported event. Questionable periprosthetic lucency along the undersurface of the medial tibial plate component which raises suspicion for loosening, would need to be compared with follow up time points to confirm. Overall fit and alignment of the hardware appears normal, normal bone quality. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.